Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check (puc) during the pressure transducer test. An onsite investigation was conducted by our field service engineer. The inspiratory pressure transducer printed circuit board (pcb) was found defective and was therefore replaced. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can't be confirmed due to the lack of logs. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during puc and high priority alarms will be generated if the failure occurs during treatment. The pcb was sent for further investigation. An ocular inspection of the returned part revealed no abnormalities. A simulated test was performed on the pcb, which had previously undergone multiple successful puc, both prior to and following a 96-hour ventilation period using a test lung. Microscopic inspection of the sensor cavity also revealed no abnormalities. We conclude that the device failed to meet its specifications during the reported event. As the reported issue could not be reproduced at the manufacturer's site, it was not possible to confirm any part failure and thus the cause could not be definitively established.

Event description:
Manufactures reference ID: (B)(4).